Manufacturer narrative:
Qn#: (B)(4). This is a retraction of initial MDR 8040412-2017-00143 because the customer reports that the lot number is incorrect. The device involved in the reported event is not sold in the USA.

Event description:
During removal of the catheter it was impossible to deflate the balloon. The urologist had to pierce the balloon with a needle through the skin. The was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During removal of the catheter it was impossible to deflate the balloon. The urologist had to pierce the balloon with a needle through the skin. The was no patient injury.